Event description:
During baxters testing of a device, there was an undetected upstream occlusion. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During testing the device did not detect an upstream occlusion. The device was re-calibrated and retested and passed all occlusion testing.